Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 5 not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer 5 was not being detected on the bus. Troubleshooting revealed that the controller module was not displaying the required communication lights, indicating a failed controller module. A field service engineer was reseated and the system was rebooted, but the hardware did not recover, leading to replacement of the controller module on the full height drawer. After replacement, the hardware was rebooted, the application was launched, and the drawer functioned successfully. In addition, the top panel was inspected for cracks, the bioid and barcode scanner functions were tested, the scanner arm was verified to be secure, the keyboard operated properly, the pyxibus cable was reseated, and the station was rebooted. No further issues were found. The system functioned as intended after the field service engineer repaired the device.